Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b2 h6 the following sections were corrected: d1 h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a total right knee arthroplasty on (B)(6) 2011 and then approximately 12 years, 11 months later on (B)(6) 2024 the patient had a surgical revision. Revision operative report 8 jan 2024-postoperative diagnosis: aseptic loosening of right total knee. Patient revised to competitor's devices. Patient with radiographic evidence of aseptic loosening of the femoral and tibial components with areas of osteolysis in femur and tibia. Negative for infection. There is evidence of catastrophic polyethylene wear with visual deterioration of the polyethylene with multiple polyethylene fragments throughout the knee. Patella polyethylene component was undermined with areas of osteolysis. The patient was awakened and brought to the recovery room in stable condition. There is no device return. There is no other information provided.

Manufacturer narrative:
D10. Concomitant products: (B)(6) - 200-03-32 - one peg patella 32mm (B)(6) - 200-04-22 - cemented finned tib. Tra sz 2f/2t (B)(6)- 230-03-01 - optetrak asy,cr cemented femoral, sz 1 pending investigation. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Report numbers: 1038671-2024-04521 and 1038671-2024-04522 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2- both hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.